Manufacturer narrative:
Date rec¿d by MFR : 17jul19, date of report : 17jul19. The manufacturer's field service engineer (fse) confirmed the reported touchscreen failure. The fse noted that he tried to calibrate screen but the screen would not recognize the third touchpoint during calibration. The right side of the screen did not recognize touch and replaced the defective touchscreen to address the reported problem. The new touchscreen was able to be calibrated. Passed all required testing. Ready for use.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 15oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the touchscreen¿s resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.